Manufacturer narrative:
Evaluation results: other - device history review found the product met specifications when released for distribution. Conclusion code: other - cause of event cannot be determined. Analysis: the device has been returned for analysis, but not yet begun. The device history review found the product met specifications when released for distribution. Conclusion: the cause of this event cannot be determined at this time. A follow-up report will be provided to FDA with the results of our investigation.

Event description:
Medtronic received information that during the type a dissection procedure, as the patient was being cooled, this oxygenerator exhibited increasing co2 levels. Upon deep hypothermia and circulatory arrest, the co2 levels could not be decreased while recirculating the reservoir volume. Therefore, the decision was made to remove and replace the oxygenator. After changing the unit, the excess co2 volume were able to be removed and a stable gas volumes were maintained. There were no adverse patient outcomes reported as a result of this event. The device was returned for analysis.